Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented with chest pain the day after implant of a right atrial lead. An echocardiogram was performed and showed cardiac tamponade due to perforation from the implant procedure. A lead revision was scheduled and performed on (B)(6) 2017. During the revision procedure, the helix would not extend when attempting to reposition. The lead was explanted and replaced. The patient left the operation in stable condition.